Event description:
It was reported that during an unknown procedure, the clips were not forming properly and the customer believes the clip appliers have worn out and are no longer suitable for use. There was no adverse event or effect on patient outcomes and no procedure was delayed.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.